Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted upgrade procedure, the left ventricular lead dislodged. The physician was unable to reposition it, so the lead was removed. The patient was discharged.